Event description:
The customer reported that the system's monitor would incur intermittent blackouts. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The in house bio med personnel will replace the interconnect cable and complete the repairs. No further info is available at this time.